Manufacturer narrative:
The device evaluation found foreign material in the nozzle. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and the information provided, it could not be specified what the foreign material was. There was no deformation to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps proved by the customer and it is unknown if there are deviations from instructions for use (IFU) as the customer did not provide a response whether the endoscope was immersed in the detergent solution. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign object inside the nozzle. There were no reports of patient involvement.